Manufacturer narrative:
(B)(4). There was no patient involvement. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced touch frame printed circuit board (pcb). The se performed testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator had screen blocked. The following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of a patient.